Manufacturer narrative:
(B)(4). Batch # m93e3n. The device was returned with the jaws misaligned. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. Due to the condition of the device, we are unable to investigate further the tissue effect issues. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, in surgery did not optimally seal vessels. Another like device was used to complete the procedure. There were no adverse consequences for the patient.